Event description:
The event occurred on an unspecified date and involved a plum a+ infusion pump. The reporter stated that the device was involved in a furosemide infusion prescribed at 2.6 cc/hour. The infusion started at 5:30 p.m. On (B)(6) 2024, and ended on (B)(6) 2024, at 5:10 p.m., when should have ended around noon. There was patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was received and the device passed visual inspection. Event history interpretation: it is evident that after the event day, the device continued in use until (B)(6) 2024. The device was not segregated or removed from service at the time of the event and worked for approximately 1 more month after the event. The event history was downloaded from the device and it was found that on (B)(6) 2009 at 19:13 (date and time of pump) the following programming was performed: channel a - concentration: 120 mg - diluent: 62 ml - dose: 5 mg/hr - vtbi: 48 ml - duration: 18 hr 27 min - rate: 2.6 ml/hr - this infusion ended on (B)(6) 2009 at 15:18 (date and time of pump) 18 hours 55 minutes later ¿n161 infusion completed by channel a. On (B)(6) 2009 at 15:51 (pump date and time) an infusion is started with the following programming: - channel a - concentration: 120 mg - diluent: 62 ml - dose: 5 mg/hr - vtbi: 50 ml - duration: 19 hr 13 min - rate: 2.6 ml/hr. On (B)(6) 2009 at 8:09 (pump date and time) the device is stopped and turned off by the user. Event no. (B)(6). Up to this point, 40 ml has been infused in 15 hours and 18 minutes. Analysis, summary and conclusions of the event history: two infusions were found with the flow rate mentioned by the customer of 2.6 ml/hr - the first was completed, delivering the 48 ml in 18 hours and 55 minutes. The second one did not complete the infusion, delivering 40 ml in 15 hours 18 minutes, before being stopped by the user. Between both infusions, a total of 88 ml was delivered in 34 hours 13 minutes. Customer protocol tests: the customer protocol is not available due to lack of information. The customer only reports the infusion rate of 2.6 ml/hr. No information is recorded on the volume to be infused and the exact duration in which it should have been programmed. A keyboard test was performed to verify that it did not self-program. Each key works correctly, the test passed correctly. It can be concluded that, during the product verification tests, the device infused correctly did not generate technical faults or alarms, or overprogramming caused by the keyboard. Probable cause: the information reported by the customer is not sufficient to determine a user error as a probable cause, however, the events with a rate 2.6 ml/hr are analyzed and the programming is extracted for the customer knowledge so that he can determine what happened.